Event description:
It was reported that since 1st activation, the patient was complaining about having no hearing sensations with his audio processor switched on, even at maximum settings. He was seen by his hearing aid dispenser and a vibrant med-el specialist who checked and confirmed a no output condition. Rtf measurement was not possible, due to previous middle ear surgeries. Re-implantation surgery was carried out in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.